Event description:
It was reported that unspecified bd¿ syringe tip broke off inside the hub. This was discovered during use. The following information was provided by the initial reporter: material no: unknown batch no: unknown it was reported that the tip of 60cc syringe broke off inside hub. Verbatim: minibore IV tubing cracked on end that connects to patient IV. Also, tip of 60cc syringe broke off inside hub of same minibore tubing.

Manufacturer narrative:
H.6. Investigation summary bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided . Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history review could not be completed as no batch number was provided.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ syringe tip broke off inside the hub. This was discovered during use. The following information was provided by the initial reporter: material no: unknown batch no: unknown. It was reported that the tip of 60cc syringe broke off inside hub. Verbatim: minibore IV tubing cracked on end that connects to patient IV. Also, tip of 60cc syringe broke off inside hub of same minibore tubing.